Event description:
It was reported that during use on the second day after surgery, a urinary foley catheter rupture was discovered, and petroleum based lubricants, such as vaseline or liquid paraffin, were not used. In urology, it was recently observed that during use, urinary catheter balloon rupture occurs 2-3 times per week.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.